Event description:
It was reported that the patient came in with a heart rate in the 20's and "not feeling well". The lead was found to not be functioning in either unipolar or bipolar for capturing or sensing. The lead impedance was also found to be high. The lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.